Event description:
Facility reported that the guidewire unravelled when the doctor was inserting the catheter. It looked like the coating came off. The doctor tried using two other kits from the same lot number and the wire unravelled. All were used on the same pt, on the same day and the same lot number. The doctor opened a fourth kit but from a different lot number and it worked fine.

Manufacturer narrative:
A lot history review (lhr) of reya1124 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for evaluation.